Event description:
It was reported that catheter entrapment occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it was stuck with the non-boston scientific guidewire. Subsequently, both devices were removed as one unit. The procedure was completed with a different device. There were no patient injuries nor complications reported.